Event description:
Dealer states that patient brought in with broken spindle stud. Patient reported to her that it had been put away between surgeries and when she got it out of her closet it had the broken stud. Dealer was unable to remove and replace the stud. There was no fall or injury.